Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll and reported that the patient passed away on (B)(6) 2018 while wearing the lifevest. Lifevest download data indicates that the patient was in a sinus rhythm (90 bpm) and degraded to vf at 11:01:50. The patient was in vf for approximately three minutes before degrading to asystole. Varying amplitude of the vf signal prevented the lifevest from detecting the vf long enough to complete the detection and treatment sequence. No treatment was initiated during asystole, as the lifevest considers asystole to be a non-treatable rhythm. CPR artifact was evident on the ECG strips before the device was shut down at 11:15:12. The patient was in the ICU at the time of the event. No deficiencies were alleged against the lifevest, and it was reported that the patient died from respiratory issues.